Event description:
(1) carto3: ethernet error occurred. (2) cardiac tamponade: after a farawave (boston scientific) was inserted into the la, blood pressure decreased. Intracardiac echocardiography revealed pericardial effusion. 2. Timing (1) carto3: immediately after the soundstar eco catheter was inserted into the patient¿s body, the ethernet error occurred on the carto3, and fan was not displayed. (2) cardiac tamponade: the procedure was performed in order cti, la mapping with the octaray, ablation with the farawave and la post-mapping. Subsequently, the cardiac tamponade occurred immediately after the farawave was inserted into the la for additional ablation. 3. How to complete the procedure (1) carto3: the cable latch on the side of the p500 ultrasound machine was found to be bent. The intermittent ethernet error occurred due to a loose connection. During use of the ultrasound machine, the cable was pushed into the port firmly to perform the procedure. (2) cardiac tamponade: the ablation was terminated. Pericardial drainage was performed. Carto3 ver.8.1.1.944.